Event description:
A malfunction was reported on the customer's pump, with no significant events occurring prior to it. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer by providing instructions to reset the pump, which resolved the issue as the malfunction did not recur after resetting. The customer was advised to continue using the pump and to contact support if the issue reappears.